Event description:
Customer stated that scissors tore a patient's vessel during use. The customer stated that the scissors were dull and blunt.

Manufacturer narrative:
Investigation is currently in progress. A follow-up report will be submitted when the investigation is completed. Add'l lots# xx6. The medical device has been received and is being evaluated. Device manufacture date: lot # ww6 - 11/06 and xx6 - 12/06.